Event description:
The user facility reported during a patient procedure that a piece of their harmony led585 surgical lighting system fell into the sterile field which resulted in a procedure delay. No report of injury.

Manufacturer narrative:
The lighting system subject of the reported event has been removed from service pending further investigation. A follow-up report will be submitted when additional information becomes available. UDI related data clarification: the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the light and confirmed the lighthead cover to be damaged, likely due to impact with another object. To resolve the issue, the technician made the necessary repairs, tested the light, and returned it to service. The harmony led surgical lighting and visualization system operator manual states, "caution - possible equipment damage hazard: do not bump lightheads into walls or other equipment. Always use handles when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." The technician counseled user facility personnel on the importance of not bumping the lighthead into walls or other equipment. No additional issues have been reported.